Manufacturer narrative:
(B)(4). The angio-seal device instructions for use (IFU) warns, do not use the angio-seal device if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery. This may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
A 6f angio-seal vip vascular closure device was successfully deployed. The patient complained of leg discomfort shortly after deployment. Pedal pulses were not present on the leg the angio-seal was deployed on. Imaging confirmed an occlusion proximal to the bifurcation of the common femoral and profunda. A wire was used to attempt to cross the occlusion but was unsuccessful. Vascular surgery of the femoral artery was performed. It was reported that the collagen was slightly inside the vessel along with the anchor. The collagen and anchor were removed. The patient was discharged the following day.